Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 15 mm xience prime stent and a 4.0 x 23 mm xience prime stent in the left main coronary artery and a 3.0 x 12 mm xience prime in the mid left anterior descending (lad) artery. During the procedure, an edge dissection occurred and was treated by placement of a second stent in the proximal lad. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.